Manufacturer narrative:
Lens work order search, cartridge lot number search. A lens work order search and cartridge lot number search were performed and no similar complaints were found for either search. Based on the complaint history, lot number and work order searches, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert an aa4203tl toric silicone single piece lens, 23.0 se/2.0 diopter, and the lens tore in the injector. The reporter indicated the surgeon loaded the lens and the lens was tight in the injector. The lens tore when the plunger touched it. There was no patient event and the backup lens was implanted. The reporter indicated the cause of the event was unknown. The lens was discarded.